Manufacturer narrative:
B5 updated to document new information received from the customer. H6 updated to reflect outcome of investigation. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. Retained devices were also tested with qc cut-off positive controls and high-hcg clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false results or invalid results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Complaint details indicate that no control line or test line was present when the results were read at 5 minutes. Per the instructions for use, if the control line is not present the result should be interpreted as invalid. Insufficient specimen volume or incorrect procedural techniques are the most likely reasons for control line failure. It is important to hold the pipette vertically when transferring the sample to ensure that three full drops are added to the specimen well. If no control line is present at 3-4 minutes, review the procedure and repeat the test with a new test cassette. The cause of the reported false negative results was due to the incorrect interpretation of invalid results. The specific cause of the invalid results could not be determined from the available information as retained product performed as expected during in-house testing. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. ¿ false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Event description:
The distributor reported a false negative result when testing a patient urine sample with the medline hcg pregnancy test cassette (urine). The patient had previously taken three home pregnancy tests (brand not provided) which yielded positive results. A urine sample was collected in the medical office and tested with the medline hcg pregnancy test cassette, with a negative result observed at 5 minutes. The test was repeated and a faint test line was observed at 5 minutes. It is unknown whether the home pregnancy tests were performed using first morning urine samples, however the tests performed with the medline hcg pregnancy test cassette were done in the afternoon. No adverse events were reported. The customer later clarified that neither the control line nor the test line appeared. Based on this new information, the result was invalid and should not have been interpreted as negative. Therefore, this event would no longer be considered reportable.

Event description:
The distributor reported a false negative result when testing a patient urine sample with the medline hcg pregnancy test cassette (urine). The patient had previously taken three home pregnancy tests (brand not provided) which yielded positive results. A urine sample was collected in the medical office and tested with the medline hcg pregnancy test cassette, with a negative result observed at 5 minutes. The test was repeated and a faint test line was observed at 5 minutes. It is unknown whether the home pregnancy tests were performed using first morning urine samples, however the tests performed with the medline hcg pregnancy test cassette were done in the afternoon. No adverse events were reported.

Manufacturer narrative:
Investigation conclusion pending completion of investigation activities.